Manufacturer narrative:
Only the obturator was returned. The obturator was observed to be broken approximately 22 cm from the distal tip. The site of the break had an uneven, jagged edge. It is unknown how or when this damage occurred. The handle of the passer was not returned. A review of the manufacturing records showed no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter passer was curved by hand adjusting angle to the patient's anatomy in the clean field. According to the report, a plastic part of the inner cylinder of the catheter passer broke although there was no particular excessive load. Reportedly, no broken pieces of the catheter passer remained inside the patient's body, and the patient's status at the time of the report was alive-no injury.